Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. Onsite investigation revealed that no cause could be determined. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a heating error message. Per the fse, they could nt bypass the error. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.